Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2bshv); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they haven't used the device in years because it wasn't helping them that much with symptom management. When asked for event date, patient was unable to provide a clear answer after indicating that it was not since implant date. Patient's managing hcp is no longer available for them to visit. They did try a new doctor who indicated they did not manage ins devices. The agent asked patient if the device was doing something for them and the patient said it was not. Patient reported the doctor told them that either the lead tip had moved or something had loosened, so the patient chose to turn the device off. Agent emailed patient physician listings so they can establish care and have discussion around therapy effectiveness.